Manufacturer narrative:
As received, a complete lead with a stylet was returned for analysis. The reported event of failure to capture was not confirmed. Electrical testing was performed and revealed no indication of conductor fractures or internal shorts. A visual inspection of the lead revealed the helix was retracted and clogged with blood and tissue. An x-ray examination revealed no anomalies to the lead body. After cleaning, the helix was able to be extended and retracted when torque was applied directly to the connector pin. Additionally, the measured full helix extension length was within required product performance specification.

Event description:
During an in clinic follow-up, loss of capture was observed on the right ventricular (rv) lead. The physician suspected lead dislodgement to be the cause of the event. The rv lead was explanted and replaced to resolve the event and the patient was in stable condition.